Manufacturer narrative:
Findings: lot numbers were not provide, nor any additional information regarding the 5 pts with reported inflammation. Also, they have been using the same cleaning method for their instruments for the last 8 yrs. We are unable to determine the root cause in this investigation. No further action will be taken. An ophthalmic industry task force headed by a number of drs., was formed to help determine possible causes involved with the industry-wide increase in tass observations observed in march 2006. Following issuance of a final report from this committee in september 2006 stating that no specific product could be identified as a cause for tass, a special report was issued entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments. Tass first aid kit was sent to this facility. This report mailed on to FDA on: 06/28/2007.

Event description:
A facility reported unusual inflammation with five pts. They investigated multiple products. Cause of event is unk. This is one of five medwatch reports filed. MDR# 1644019-2006-00003, 1644019-2007-00016, 1644019-2007-00017, 1644019-2007-00018, 1644019-2007-00019.